Manufacturer narrative:
The affected part was not returned to the manufacturer because it has been discarded by the dealer's engineer. Therefore, an evaluation cannot be performed and the device's problem cannot be confirmed. Affected part has been discarded.

Manufacturer narrative:
An investigation of the incident is currently underway and a follow up will be submitted should additional information become available following the investigation.

Event description:
Leica microsystems (B)(6) received a complaint on april 10, 2017 from (B)(6) stating that during an endodontic surgery, the user heard a noise coming from the stand. The lamp went out. As there was only one lamp mounted, the microscope had no light at all. The procedure was completed with another microscope.